Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide device against resistance until the cause of the resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The reported patient effect of tissue damage is listed in the IFU as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a lower extremity angiogram interventional procedure. Reportedly, the lever was returned to its original position to park the foot. The footplate was stuck but eventually retracted. The proglide device was removed against resistance with the anatomy using force. When the device was removed, it was noted that the foot of the device sticking out. It was a possibility that one of the feet had separated due to the force used to remove the device. There was no separation of the guide. A 7f sheath was placed while a femoral exploration of the artery was performed with fluoroscopy. No device remains were noted. Bleeding around the area, which was normal as hemostasis was not yet achieved, and arterial damage were noted. The sheath was upsized to an 8f sheath for an angioseal device to treat the artery and achieve hemostasis. The patient is doing well. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.